Manufacturer narrative:
Additional information added to h6 and h11. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external blood leak was observed from a polyflux 14l during hemodialysis therapy. The device was "found to be unsealed and the membrane was broken". The volume of blood loss was approximately 50ml. The dialyzer was replaced to continue treatment. There was no report of patient injury or medical intervention associated with this event. No additional information is available.